Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck at carefusion blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was found that the station was stuck on the carefusion blue screen. The technical support specialist (tss) dialed in and confirmed that the med app had launched, and the station was not in disconnected mode or critical override. The tss later confirmed with the customer that the system had rebooted, and the issue was resolved. The system worked as intended after the technical support investigated the device.